Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: bad quality image and poor water-tightness a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in head unit, color tone of the image is not proper and due to poor water-tightness of cable unit, metal part is exposed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited bad quality image and poor water-tightness. There was no patient involvement.